Event description:
The patient had a CT last week. The pump was turned off before the scan and turned back on after the scan. Since then, the patient hadn't been feeling quite right; the patient felt uncomfortable. The patient's dose was increased at his last visit, but he wasn't feeling like his pain was being covered. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.